Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported that the large suturecut needle driver broke, and cables were exposed during procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm the following information. The instrument was inspected prior to use. The surgeon was suturing when the issue occurred. Instrument did not collide with any other tool. Issue was not related to opening/closing, yaw or pitch motion. The cables were showing at the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.